Manufacturer narrative:
A service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A hosp reported that during a surgery the system displayed an error message. The issue could not be resolved at that time and the pt had to be transferred to another hosp to complete the procedure. Additional info has been requested but not received to date.